Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information, a cause for the unspecified tissue injury could not be determined. Furthermore, unspecified tissue injury is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the leaflet damage requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 5+. The clip delivery system (cds) was advanced and placed on the mitral valve. Post deployment it was noted the clip had perforated the anterior leaflet. A second clip was implanted to stabilize the first clip, reducing mr to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.